Event description:
Asr revision;asr xl - right;reasons for revision: pain; component loosening (cup); noise; dislocations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.